Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced to the lesion. An attempt was made to inflate the balloon however a stream of contrast was noted coming out from the balloon. It was then found out that the balloon had a pinhole. The device was completely removed from the patient and the procedure was completed using another balloon catheter without issues. No patient complications were reported and the patient was not injured.